Event description:
The pump overinfused during pt use. Follow-up with the rn at the faciliy revealed the pt was receiving herceptin and the pump was programmed to deliver the contents of a 250ml bag over 90 minutes. The rn programmed the pump sometime prior to starting the infusion and reports that the porgramming was gone when they went to start the pump. The rn programmed the pump again and started the infusion, noting that the pump was running properly. Approximately 25 minutes after the infusion was started the pump was found beeping and the bag was observed to be empty. Due to this situation the pt was kept in the facility under observation for an additional hour longer than had been planned. Approximately 45 minutes into this hour the pt complained of chills and was shaking. While preparing to administer the benadryl for chills and shaking, the rn noted that the pt reported difficulty breathing. The rn administered the benadryl (dose unk) and approximately 45 minutes later the pt returned to pre-incident status and was released.